Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl. Customer was treated with treated with food and glucose tablets for their low. Customer stated that they had been experiencing unexpected low blood glucose level for over last 7 to 8 months. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was inactive at the time of incident. The customer was alleged that insulin pump was over delivering due to excessive eating. The device will be returned for analysis.